Manufacturer narrative:
(B)(4). Concomitant medical products: 211250, compr srs 50 mm dst hml bdy lt, 430570. Unknown, unknown comprehensive srs mod stem, unknown. Unknown, unknown comprehensive srs flange, unknown. Unknown, unknown discovery humeral condyle kit, unknown. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. X-rays were submitted to mmi for review. Bone quality is osteopenic. Multiple images which demonstrate punctate hyperdensities within the soft tissues at the level of the elbow which could suggest metallosis. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available. A possible contributing factor to the pain could be the metallosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01623, 0001825034-2018-04144, 0001825034-2018-04145, 0001825034-2018-04146.

Event description:
It was reported the patient reported moderate difficulty sleeping due to pain, being unable to do heavy chores, to carry a bag, to wash back, to cut, to do recreational activities, and extremely limited with daily activities. Patient also indicated during the 6 month follow up moderate arm, shoulder, or hand pain, and no pain at the one year follow up. Attempts have been made and no further information has been provided.